Event description:
It was reported that the ilet user was unable to retract the inset infusion set for insertion, resulting in an incorrectly deployed infusion set, after which the user replaced it with a new infusion set and achieved successful use. There were no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education on correct infusion set deployment. Investigation of this case revealed user handling difficulty leading to improper infusion set deployment, with resolution upon replacement and correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique.